Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 358 mg/dl. Customer is reporting a past event. Customer stated the alarm did not occur during manual prime. The customer reported the alarm was resolved by a complete set change. Customer does not have product in question to return. Customer was advised the possibility of an occlusion.